Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs trial procedure was abandoned due to the physician having difficulty advancing the lead. The physician attempted multiple times to place the lead but was unable to insert the lead into the epidural space.